Event description:
The customer reported the system displayed an x-ray disabled error message on boot up, and a loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. The system operates as intended.